Event description:
It was reported the lens was implanted and removed during the same surgery. The patient's capsular bag broke. The surgeon used a micro scissor to cut out the lens, the incision was not enlarged. An anterior chamber lens was implanted after retrieving most of the original lens except a small piece. No patient injury reported.

Manufacturer narrative:
Completed by the manufacturer. The lens was received for analysis. Visual inspection showed only a partial lens optic was received with two distorted haptics. The causal relationship between the device and the event could not be determined. The lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.